Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a minimally invasive (mis) posterior fusion, while the surgeon was placing the 3rd screw (out of 4), it ended up more superior than what was planned for the 3rd screw. There were no issues with the placement of the 4th screw. There was no impact to patient's outcome and there was no surgical delay time. Additional information received from a manufacturer representative reported that a reboot resolved the issue.